Event description:
Medtronic received information regarding an imaging system being used during a spinal procedure. It was reported that the site got an error code when they went to take a spin. There was no reported delay and no reported impact to patient outcome. The spin was confirmed to be interrupted. After rebooting the machine the site was able to complete a successful spin. The logs were reviewed and found that the navigation system was dropping connection with the imaging system during the spin. The issue was confirmed to be on the navigation side.

Manufacturer narrative:
Onsite functional and visual examination was performed by a manufacturer representative. The system passed a system checkout and was determined to be operational. If information is provided in the future, a supplemental report will be issued.